Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer passed away at home, in bed. The caller stated that at night, before going to sleep, the customer checked her blood glucose and gave herself a bolus because it was 212 mg/dl. Approximately, one and a half hours later the spouse was awakened by the customer, asking for help. While the spouse went out of the room and came back, the customer's tongue was out; her blood glucose was 37 mg/dl. Paramedics were called, CPR and oxygen were given, to no avail. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller uploaded to carelink. The bolus history showed that on (B)(6) 2015 at 10:42 pm the customer's blood glucose was 227 mg/dl, normal delivery 18.00 units, estimated total 56.4 units, food intake 300 grams, food bolus 54.50 units, correction bolus 1.90 units, active insulin 0.0 units. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.